Event description:
During room clean-up, a pool of fluid was identified under a warmer drape. The product involved was ors-300. No patient injury or equipment damage was reported.

Manufacturer narrative:
An investigation was conducted, including review of the device history records, manufacturing processes, and available complaint information. The review confirmed that the lot was manufactured in accordance with established specifications and no related nonconformances were identified during production or inspection activities. No samples, images, or videos were provided for evaluation, and the reported issue could not be replicated under controlled conditions. As a result, the presence of a device malfunction could not be confirmed through objective evidence. Based on the available information, the investigation did not identify a definitive root cause. The findings are consistent with a malfunction observed without conclusive finding, and the cause cannot be established. No immediate corrective or field action is required at this time. The complaint will be documented and monitored as part of routine trending activities.